Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced three events of kinked cannula from (B)(6) 2024. The site of location of infusion set was abdomen. The issue was observed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
(B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6005982 have already been previously tested in the (B)(4) on 25/feb/2025. The reference samples were tested. All test results were within specifications as per the test report database (B)(4) complaint test report. And additional tests for the reference samples were documented for the soft cannula found kinked upon removal from infusion site, visually inspection under section 6.45 and the flow test under section 6.1. All test results were found within specifications. Device history record (DHR) review: the packing lot 6005982 was manufactured according to the work instruction (wi) version 17 manufactured in the line multivac 10, on 06/mar/2024, with a total of (B)(4) units. The comfort cannula part lot 4c00468 was manufactured according to the wi version 15 manufactured in the line lc05, on 03/mar/2024, with a total of (B)(4) units. The comfort cannula part lot 4c00469 was manufactured according to the wi version 15 manufactured in the line lc05, on 05/mar/2024, with a total of (B)(4) units. The comfort cannula part lot 4c01599 was manufactured according to the wi version 15 manufactured in the line lc05, on 08/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005982 and another one complaint have been registered in database for the same lot 6005982 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.